Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The taxus liberte was unable to cross an unknown lesion. The device was removed from the patient, and the physician noted that a stent strut was lifted. The procedure was completed with another manufacturer's 2.5mm bare metal stent. There were no patient complications and the patient was reported to be good post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).